Event description:
The affiliate reported the customer alleged the sample probe wash station overflowed and did not drain involving immage 800 immunochemistry system. Fluid leaked onto the top of the unit. Stopping and resetting the system did not resolve the issue. Beckman coulter customer technical support (cts) advised the customer to turn the unit off and reboot. The customer stated a complete shutdown and reboot appeared to have resolved the issue. No patient samples were run prior to or during the event. No patient results were generated. There was no injury or adverse affect associated with this event. The unit was in operation.

Manufacturer narrative:
The customer contacted beckman coulter, inc. On (B)(4) 2011 and stated the same issue returned. Beckman coulter customer technical support (cts) assisted the customer to replace the sample valve over the telephone. The customer confirmed the unit was in operation with no further issue.